Manufacturer narrative:
Device analysis for ins (B)(4) revealed no anomaly. The ins passed functional testing including a connector block leakage test and an ins temperature monitor test.

Event description:
The rep reported a month later that the patient had a revision in (B)(6) 2015 due to lead dislocation and changes in paresthesia. There after no revision has taken place. No surgical intervention has occurred due to the burning/heating and unpleasant sensations. The cause has not been found. The outcome right now was the patient can't use the therapy due to burning sensations and nausea from stimulation.

Manufacturer narrative:
Concomitant product: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient experienced a very strong burning sensation in the device pocket when lead programmed 6+,7-. When putting the hand over the device it was obvious that this also caused heat, the skin was warm. It was unknown what led to this event. The issue was identified by the patient complaining about burning sensations in the device pocket when stimulating. Impedance was measured without any deviations from normal between 1600-1800 ohms. Action taken to resolve the event was the device was turned off; the patient can't use the system today due to the burning sensation in the device pocket. The issue was not resolved at the time of this report. No surgical intervention occurred, unknown if planned. It was further stated that surgical intervention might be the case to solve the problem. However, at this point it was unknown what th e underlying problem that causes the burning sensation was. The patient was alive with no injury. The rep reported the next day that at a start (after implant) the implantable neurostimulator (ins) worked fine, good therapy outcome with good pain coverage. After about 6-8 months the stimulation changed, it had moved from original placement; the physician decided to do a revision. During the revision stimulation was back at the right spot again and the patient was satisfied with pain coverage. However in (B)(6) 2015, about 1-2 months after the revision, the patient started to experience unpleasant sensations when using the therapy; mostly nausea. Reprogramming in (B)(6) 2015 did not improve. The nausea came directly at 2.2v when starting the ins. This resulted in the patient not using the ins during the whole autumn. Yesterday the rep met the patient and did try reprogramming the system. Different configurations were tried along the whole lead with the same result, nausea; now the patient also experienced an unpleasant pressure over the chest. The pulse width was changed from 150 to 450us and frequency from 60 to 130hz with same result of nausea and pressure in chest. The patient did not experience any of this before the revision; the patient was very satisfied with the therapy. The patient can't (refuse to) use the system due to the unpleasant sensations. The rep's suggestion would be surgery intervention, open the device pocket and test with a multi lead trialing cable (mltc). There was a suspected fluid short. Additional information has been requested to find out if surgical intervention has occurred, the cause of the event, and the outcome. If additional information is received, a follow up report will be sent.